Event description:
It was reported that the customer encountered a cgm error 42 issue. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to perform a pump reset, and the cgm error did not reoccur. Following the reset, the caller successfully started their sensor session.